Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that after a few minutes, the fail light on the charge turned red and that the status light on the battery turned orange. No adverse event reported.